Event description:
It was reported that the patient presented during clinical follow-up. It was noted that the atrial lead was found dislodged. The reported lead was repositioned. The patient was in stable condition.